Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and at time of reported issue, "impella position unknown" alarms were triggered. Pump flows were low at time of placement signal spiking. A "preventing retrograde flow" alarm was also noted. At time of placement signal spiking, all 5s parameters were affected. The root cause of the optical signal issues could not be definitively determined as no hard failures of the optical sensor were observed during the case, no product was returned for evaluation, and limited clinical details were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was reported to be unreliable. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
H4 device manufacture date updated.